Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and had a keypad anomaly. The customer's blood glucose was between 240 to 250 mg/dl. The customer stated that she inserted a new battery but the insulin pump alarmed failed battery test again a few hours later. She noted that the button issues began around (B)(6) 2015, and her blood glucose was around 100 mg/dl at the time. She did not recall whether the insulin pump alarmed button error. She stated that the up arrow button was sticking. She did not observe any damage or corrosion at the battery compartment, battery spring, or battery cap contacts. Upon troubleshooting, the insulin pump did not alarm failed battery test again. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and escape buttons dome switch. The insulin pump has normal operating current, no unexpected failed battery test alarm noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.